Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported they had peritonitis and are currently on hemodialysis modality for renal replacement needs. During additional follow-up, the nurse reported that this patient was experiencing cloudy effluent. As a result, the patient had a pd culture obtained (in the outpatient clinic) which yielded growth of escherichia coli (e. Coli). The patient was treated on an outpatient basis with ceftazidime 2grams intra-peritoneal (ip). The nurse stated the patient had persistent cloudy fluid despite antibiotic therapy. Therefore, the patient had a repeat pd culture which grew the same organism (e. Coli). As a result, the patient was continued on ceftazidime 2grams intra-peritoneal (ip) on an outpatient basis. Subsequently, the patient then had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient is reportedly recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal diaylsis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism e. Coli which is an organism that is found in the human intestinal tract and often associated with peritonitis caused by touch contamination during the pd exchange. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination, as also reported by the patient¿s nurse. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported they had peritonitis and are currently on hemodialysis modality for renal replacement needs. During additional follow-up, the nurse reported that this patient was experiencing cloudy effluent. As a result, the patient had a pd culture obtained (in the outpatient clinic) which yielded growth of escherichia coli (e. Coli). The patient was treated on an outpatient basis with ceftazidime 2grams intra-peritoneal (ip). The nurse stated the patient had persistent cloudy fluid despite antibiotic therapy. Therefore, the patient had a repeat pd culture which grew the same organism (e. Coli). As a result, the patient was continued on ceftazidime 2grams intra-peritoneal (ip) on an outpatient basis. Subsequently, the patient then had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient is reportedly recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.